Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5061245) on 28-apr-2016. The most recent information was received on 03-nov-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a 27-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion and lisdexamfetamine mesilate (vyvanse). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), menstruation irregular ("irregular menstruation"), fatigue ("fatigue"), depression ("depression"), hot flush ("hot flashes") and weight fluctuation ("weight fluctuations"). The patient was treated with minoxidil (rogaine) and surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menstruation irregular, fatigue, alopecia, depression, hot flush and weight fluctuation had not resolved. The reporter considered abdominal pain, alopecia, depression, fatigue, hot flush, menstruation irregular and weight fluctuation to be related to essure. The reporter commented: discrepancy date(s) of insertion: (B)(6) 2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: quality-safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5061245) on 28-apr-2016. The most recent information was received on 14-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), bupropion and lisdexamfetamine mesilate (vyvanse). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In 2013, the patient experienced abdominal pain (seriousness criteria disability, medically significant and intervention required), menstruation irregular ("irregular menstruation"), fatigue ("fatigue"), depression ("depression"), hot flush ("hot flashes") and weight fluctuation ("weight fluctuations"). The patient was treated with minoxidil (rogaine) and surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menstruation irregular, fatigue, alopecia, depression, hot flush and weight fluctuation had not resolved. The reporter considered abdominal pain, alopecia, depression, fatigue, hot flush, menstruation irregular and weight fluctuation to be related to essure. The reporter commented: discrepancy date(s) of insertion: (B)(6) 2013. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: lawyer was added. Case category updated to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.